Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level increased to over 13.9 mmol/l (250 mg/dl) while wearing the pod for an unknown duration. The patient stated that although the adhesive was secure and the cannula deployed properly, the cannula was not inserted into the skin.